Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
During device interrogation, a charge time limit warning was seen. Manual capacitor reformation was performed but the same issue occurred. The device was explanted and replaced.